Event description:
After multiple attempts to cross an occlusion containing calcium in the peripheral artery using the tigereye catheter (avinger), pioneer plus re-entry catheter (philips) and multiple guidewires (manufacturer not reported), the physician noted on imaging a perforation in the vessel. The procedure was stopped and pressure applied to the leg. The patient's blood pressure continued to decrease so he was sent to the ICU for blood infusion and monitoring. The event resolved and he was released to his home after two days. Vessel perforation is a possible complication that is noted in the labeling of both the tigereye (avinger device) and pioneer plus devices (manufactured by philips).